Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR reports: 16247487-2012-02478 and 02480. It was reported the pt's leads had migrated. The physician explanted and replaced the leads with a surgical lead. It was also reported the pt experiences discomfort at her ipg site over the left upper buttock region. Allegedly the physician offered to reposition the ipg during the lead procedure but the pt declined. It was reported she will contact the physician when ready to move forward with the ipg revision.